Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ureteroreno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that corrosion at the venting connector under the grip was found. There was no patient involvement.